Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the forceps elevator lever was not holding the forceps and the knob wire was stretched and low elevation. The additional evaluation findings were as follows: the plastic distal end cover had adhesive missing at the forceps cover, there was a dent at the probe top, the bending section cover glue was cracked, and there were surface scratches on the light guide tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that when using the evis exera ii ultrasound gastrovideoscope, the forceps elevator was broken and does not move down. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the forceps cover had adhesive (ke 45).